Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, the pt underwent repair of a thoracic aortic aneurysm. A talent graft was implanted proximally and a gore tag thoracic endoprosthesis was implanted within the talent graft. On (B)(6), 2010 and (B)(4), 2010, the pt underwent a computed tomography which revealed a type iii endoleak between the two devices. There was no aneurysm growth. On (B)(4), 2011, the pt underwent a reintervention where a talent graft was implanted between the previously implanted talent graft and the gore tag thoracic endoprosthesis. The endoleak was resolved and the pt tolerated the procedure.